Manufacturer narrative:
Based on a thorough review of historical production, storage, and packing records during the preliminary investigation, it is confirmed that no changes occurred in either the raw materials or the process parameters. Furthermore, the gloves successfully passed a comprehensive series of quality assurance evaluations, including barrier, visual, dimensional, physical properties, and powder residue testing. From these findings, no abnormality was found hence concludes that no product malfunction, design flaw, manufacturing defect, or material non-conformance was found. The product conformed to all quality specifications at the time of distribution. In addition, chemical residue test has been carried out by qualified external laboratory on similar glove type and found there was no accelerators chemical detected from this chemical residue test result. Furthermore, this product had been carried out and passed the skin irritation test and dermal sensitization study (animal study). To support the preliminary investigation findings, retained samples of the product were retrieved and subjected to a series of quality and performance evaluations. These assessments included a glove surface ph test, a powder content analysis, and practical donning trials conducted by selected personnel. The laboratory and physical testing yielded optimal results, with no abnormalities or deviations detected across any of the evaluated parameters. These outcomes further validate the integrity of the manufacturing process and confirm that the product fully aligns with expected quality standards.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius medical care customer service and reported that her hands are swollen and appear as though they sustained a chemical burn. The patient stated that the reaction is believed to be related to glove use; however, she was unable to provide complete product information. The patient further reported that she went to the unit for peritoneal dialysis treatment due to inability to move her hands. Communication was made with registered nurse (rn) (B)(6), who advised that the reaction could be associated with the gloves used, identified as nitrile exam glove medium 10-802b-0, lot 211140204. Standard order (B)(4) and dsd invoice (B)(4) were identified.